Manufacturer narrative:
(B)(4). Is the device being returned? Complaint form does not indicate. Which firing of the device did this event occur on? First firing. Clip removed and happened again on second. What vessel or structure was the device fired on at the time of the event? Cystic canal. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, refired 2 times in patient , clips applied apparently had not closed properly and noticed when cut the canal and bile started leaking. Then changed for a 10mm trocar and used a larger device and reclipped canal with larger clip. (Ligamax 10) what were the indications for surgery? What was found? Cholecystectomy. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. In addition the device locked out as intended but the orange indicator was found under traveled. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, two coupler covers were found inside the device. A potential cause for the damaged found that an additional component was left inside the handle during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure the clip applier was introduced into the trocar to ligate the cystic canal. The surgeon armed the clipper and deployed clip. According to surgeon the clip did not close properly and was hanging from the cystic canal. He attempted to remove the clip and repeated same action 3 times. The canal then started leaking bile. They remove clip applier, changed for a 10 mm trocar and a 10mm clip applier was used. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.